Event description:
Pt was on mechanical ventilation from (B)(6) 2012, airway used was a kimberly-clark micro cuff size 8. It was noted on (B)(6) that a small airway leak was requiring some air being added to the cuff, but we were able to ventilate the pt. Then on (B)(6) 2012, the air leak became too large and we were not able to ventilate the pt. We performed a tube exchange at the bedside. When the micro cuff tube was removed, we found that the cuff had become dislodged from the outer wall of the tube. The cuff fell off the tube as we cleared the mouth. If this happened while in the trachea, the pt would have had an occluded airway. This one time event is extremely serious.